Event description:
A patient reported blood glucose results of 195 and 137 mg/dl with a lifescan meter, performed within 5 minutes of each other. Based on statistical metodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. A patient reported blood glucose results of 227 and 98 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Patient also reported that they were hospitalized, however no details regarding the hospitalization were documented. Medical affairs attempted unsuccessfully to reach them by phone. A letter was sent to attempt to obtain more clinical information regarding the hospitalization. This case is being reported as a malfunction because there is no evidence that the meter contributed to the hospitalization.